Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 54 year old male patient presenting with acute myocardial infarction and cardiogenic shock. The pump supported the patient until explant without any reported problems. Approximately 27 days later, a bacterial growth (vegetation) was found on the patient's pulmonic valve. The physician feels the impella may have damaged the valve's leaflet which allowed for bacterial growth to occur. The bacterial growth was noted as a result of using an infected dialysis catheter, not the impella device. An angiovac procedure was completed to remove the growth. The patient continues to recover and was noted as doing well.

Event description:
Additional information reported that after the impella rp was implanted the peel away sheath was removed and the repositioning sheath was advanced. The previously deployed mattress suture was locked down, however the groin site continued to bleed. An additional mattress suture was deployed and manual pressure was applied to resolve the bleeding.

Manufacturer narrative:
Additional information provided in b5 ad h6 for additional bleeding reported. D6a/d6b included for implant and explant dates. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp with smart assist system with automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.